Manufacturer narrative:
The hospital biomedical engineer troubleshot the reported fault with ge healthcare technical support. Resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016 phone call, (B)(6) 2016 phone call, (B)(6) 2016 phone call.

Event description:
The hospital reported the unit could not switch to pressure support ventilation during a case. The case was continued in manual mode. There was no report of patient injury.